Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that new information was received indicating that this implantable cardioverter defibrillator (ICD) device exhibited an error message code 1003, indicative of battery voltage too low for the projected remaining capacity. This ICD device was surgically explanted. Besides surgical intervention, no adverse patient effects were reported. New information was received indicating that the implantable cardioverter defibrillator (ICD) device exhibited a code 1003 message, indicating a low voltage alert for a premature battery depletion. This device was explanted. Besides surgical intervention, no adverse patient effects were reported. Several attempts to obtain the location of the explanted device has been unsuccessful. Per the german medical device implementation act (mpdg), patient consent is required before any product analysis may occur. At this time, the explanted device has not been received and the patient consent for analysis of this device has not been received.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a error-message, and a revision procedure was performed. The new device was implanted successfully. Besides surgical intervention no adverse patient effects were reported. At this time, the device is located at the facility.